Event description:
15 blade that came from a custom pack broke off of the knife when it was placed on the patient for initial incision. No harm came to the patient and a new blade was introduced to the field. This item was not sequestered for manufacturer investigation, however, staff were instructed to save in the future. Manufacturer response for surgical pack, custom, dynj custom pack - minor pack (per site reporter). A series of blades breaking or becoming detached from the handle have been reported from medline custom packs. Medline will be following up with the provider of their disposable surgical blades.